Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance and intermittent loss of capture. The physician explanted and replaced the rv lead. There were no patient consequences.